Event description:
A malfunction was reported with the customer's pump, displaying a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Tandem's technical support informed the customer that the pump needed replacement and arranged for a replacement pump to be sent. They confirmed the customer's shipping address but did not provide confirmation regarding the return of the problematic pump.